Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The grip tips opened and closed properly. Visual inspection internal and external it was performed and passed. The instrument does not show evidence of grip cable broken. Additional unrelated observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Further, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does not appear to be bent. Components adjacent to the dislodged molded insulator do not show damage. The probable root cause of the dislodged molded insulator can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during central processing, the force bipolar instrument was observed with broken grip cable after washing. There was no report of patient involvement.